Event description:
On (B)(6) 2023, the recipient experienced a strong trauma to the head at the implant site while playing. Follow-up measurements are scheduled at the end of november. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 13-nov-2023, the recipient experienced a strong trauma to the head at the implant site while playing. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been considered, but no date has been scheduled yet.

Event description:
On 13-nov-2023, the recipient experienced a strong trauma to the head at the implant site while playing. Re-implantation is considered.

Event description:
On (B)(6) 2023, the recipient experienced a strong trauma to the head at the implant site while playing. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. Furthermore, in situ measurements showed several channels with high impedance already before the reported trauma likely due to fatigue wire breakages caused by device minute mobility. However, as the device was received surgically damaged an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.